Event description:
Facility reported that the set was removed from the package, placed on the machine and primed. It was during priming that a kink was noted in the arterial tubing between arterial pillow and pump segment. No patient was run on the tubing. This occurred on three separate incidents all involving the same lot number. Only one sample is available for evaluation.